Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the reservoir was leaking past both o-rings. The customer's blood glucose was 135 mg/dl. The reservoirs will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.